Manufacturer narrative:
The device history records (dhrs) were reviewed for the electrode and all subassembly parts, no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition as described by the customer. The DHR review shows that all acceptance criteria inspections were within acceptable limits during the production process for the released product. Samples were received in the form of 1 open pouch of product. Visual inspection of the product shows the expiration date of the product was 2019-07-17. No detectable abnormal odor was noted. No issues were noted when peeling the liner from the gel body. From a root cause analysis perspective, the product should be used within the expiration date. The product used outside of the expiration date can exhibit gel delamination. The results of the manufacturing facility investigation were unable to confirm any potential root causes associated with the manufacture of product which would have contributed to the reported condition. No corrective or preventative actions are deemed necessary at this time. We will continue to trend this issue for future occurrences as part of the complaint review process.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the gel on the electrode appeared to be peeling off.